Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the screwdriver to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 2 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver is laser-marked with the printing ¿do not lever¿. Furthermore it is recommended that the screwdriver shall be treated with an appropriate instrument spray after every usage. A process change was performed; the wch coating was removed to prevent breakages of the moveable blade. The returned screwdriver manufacturing date post-dates the process change. However, no material, design or manufacturing related issues were found; the breakage was caused by an insufficient handling. No discrepancies were detected during risk analysis review. No non-conformity identified; actions are in place.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.